Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its evaluated-on site. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the system aggressively pulled away from the patient. This was not like the drift that has been seen in the past. During corrective maintenance, it was discovered that the force torque sensor and cable were worn. The robot arm was drifting and resisting during the arm accuracy test. There was no harm or impact to the patient. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, b4, b5, d4, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h6, and h11. Corrected: g4 (510k). Physical and technical evaluation was performed by a field service engineer (fse). The fse confirmed the reported issue of robotic arm drifting and observed it during the arm accuracy test. The fse replaced the ft sensor, ft sensor to robot arm cable, noting they were worn, and the daq card, correcting the issue. Medical records were not provided. The serial number was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. The device was previously serviced and the system was found to be in working order. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.